Event description:
Bayer case number: (B)(4) widespread pain [pelvic pain female] severe somatic symptom disorder [somatic symptom disorder] residual effects of subtotal hysterectomy with bilateral salpingectomy [post procedural complication] anatomical-functional impairment of the genital system/ reproductive impact [female reproductive tract disorder] endocrine-functional impairment [endocrine disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("widespread pain") in a 38-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), somatic symptom disorder ("severe somatic symptom disorder"), post procedural complication ("residual effects of subtotal hysterectomy with bilateral salpingectomy"), female reproductive tract disorder ("anatomical-functional impairment of the genital system/ reproductive impact") and endocrine disorder ("endocrine-functional impairment"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered endocrine disorder, female reproductive tract disorder, pelvic pain, post procedural complication and somatic symptom disorder to be related to essure administration. The reporter commented: on the basis of the medical documentation provided, and applying the criteria of the national unified table, the following permanent sequelae have been identified ¿ widespread pain attributable to severe somatic symptom disorder: table value between 21% and 25%, assessed at 23%; ¿ residual effects of subtotal hysterectomy with bilateral salpingectomy performed at the age of 38, assessed as anatomical-functional impairment of the genital system at 10% (table range 5¿25%), with endocrine-functional and reproductive impact assessed at 10% (range 5¿15%). The above sequelae are partly concurrent (20%) and partly coexisting with the condition of widespread pain. The most recent follow-up information incorporated above includes data received on: 16-feb-2026: case upgraded to serious incident. Event injury is replaced with pelvic pain female. New events pelvic pain female, somatic symptom disorder, post procedural complication, impairment of the genital system, endocrine-functional impairment added. Additional reporter added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.